Event description:
During follow-up, a long charge time was observed on the device. The physician explanted and replaced the device. The patient was in stable condition.

Manufacturer narrative:
Additional information: the device was returned for slow charging. Slow charging could not be confirmed. Charging was tested on the bench and was normal. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The field event was determined to be normal.